Event description:
In 2006 nellcor puritan bennett received a report of leakage between the tubing and the luer, of a warmflow 250 cassette during a blood infusion. The cassette was removed and exchanged with another from the same lot; again a small leakage appeared however there was no problem with the other tubing from the same lot and the patient blood infusion was completed.